Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14453866, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having loss of stimulation as one of the leads was not placed properly. The patient underwent lead replacement procedure. The patient was doing well postoperatively.